Event description:
The customer reported that during patient care, their device shocked the patient while a nurse was performing CPR and as a result, the nurse received a shock. During care, it was observed that the patient had a ventricular fibrillation rhythm (vf) and it was decided that the patient needed a defibrillation shock. There was a nurse performing CPR on the patient at the time and as one of the team members on the code selected the "energy select" key, the patient and nurse performing CPR, reportedly received a defibrillation shock unexpectedly. There was no indication that the patient received any further treatment from this device. The nurse who received the unexpected defibrillation shock required immediate medical care and was under hospital supervision for 24 hours. There was no additional information provided about the condition of the nurse; however, the patient did not survive the event. It was later determined that the patient had an implantable cardiac defibrillator (ICD).

Manufacturer narrative:
(B)(4): the hospital biomed did a brief evaluation of the device and was unable to duplicate the reported issue. The device is currently being returned to physio-control for additional investigation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A clinical review was performed on the available information of the reported issue. The clinical evaluation determined that the device use may have contributed to the outcome of the patient. It was verified through the electronic patient record that the patient had a ventricular fibrillation rhythm and required a defibrillation shock. There was no evidence that the hospital staff delivered the necessary defibrillation shock with the device, during the event. After a review of the electronic patient record, there is no evidence that the physio-control device shocked the nurse unexpectedly but it is likely that the patient's ICD shocked the nurse who was performing CPR on the patient. During patient care, the hospital staff was unaware of the patient's ICD.

Manufacturer narrative:
Physio-control evaluated the device and was unable to find any issue with the device. Proper device operation was observed through functional and performance testing and the device has since been returned to the customer for use.